Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd 3 ml bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip was found with difficult control of plunger movement during use. No report of injury or medical intervention was reported

Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Unable to determine a root cause.

Manufacturer narrative:
Date received by manufacturing correction: the date received by manufacturer field has been updated to reflect the corrected date of (B)(6) 2017.